Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -6.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vaulting, angle closure, elevated iop, narrowing of the angle, blurry vision, pain, pupillary block, and corneal edema. The lens was exchanged for a shorter lens and vigamox and prednisolone were used as standard post operative protocol. The problems were resolved.

Manufacturer narrative:
A lens work order search was performed. One similar complaint type event was found. (B)(4).